Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch ¿ 1229134-2017-10368, 1229134-2017-10370, 1229134-2017-10371, 1229134-2017-10372, 1229134-2017-10373.

Event description:
The affiliate reported via email that the anchors threads broke during the same procedure. Five anchors were removed from the patient but 1 anchor could not be removed. An anchor of the lot number l320175 was used to complete the procedure. Extended tourniquet application time. The procedure was lengthened of 60 min. No patient consequence was reported. Additional information received via email from the affiliate on 06-26-17. The issue was that the suture broke. The suture broke while tensioning. It is unknown if an instrument was used that could have caused the suture to break. One of the anchors was left implanted without the suture. No additional bone hole was made to complete the procedure. It is unknown how many total bone holes were made in this procedure it is unknown what the patient¿s adversity was.